Event description:
High impedance was observed on a patient's vns system during multiple system diagnostic tests. At the time of the patient's replacement surgery 4 months prior, impedance was within normal limits. The treating physician indicated that x-rays taken of the patient's device appeared normal. These x-rays have not been reviewed by the manufacturer to date. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Manufacturer narrative:
Age at time of event: corrected data; initial MDR inadvertently reported incorrect age.

Event description:
MFR report # 1644487-2020-00776 houses the report on the suspect m106 issue. The patient underwent revision surgery. The m106 an old lead had high lead impedance just prior to or procedure. The m106 was visually inspected and it was noted that the pin was past the connector block.. The lead pin was removed and a resistor pin (from accessory kit) was inserted into the m106. High lead impedance (10k ohms) was seen with resistor pin and m106. A new sentiva was connected to the existing implanted lead and high lead impedance was seen via the sentiva. The neurosurgeon then found that the existing implanted lead was compromised (blood ingress). The lead was cut out at the pocket incision. An x-ray image received was reviewed. The x-ray does not show the entire chest but shows a close-up image of the generator. From the image provided it appears that a small portion of the pin can be seen past the connector block. Due to orientation of the generator and the close-up view orientation could not be assessed. Due to the small portion of the chest in the x-ray, normal placement is unable to be assessed. The feedthru wires appear to be intact. The entirety of the lead is unable to be visualized due to the scope of the image. For this reason, the strain relief and tie downs are unable to be assessed. The lead appears to be behind the generator and fully intact at the connector pins. No gross discontinuities or sharp angles are noted in the segment of the lead shown in the x-ray. The explanted lead was received for analysis which is currently underway but has not been completed to date.

Event description:
Product analysis for the lead was completed and approved. During the visual analysis of the returned portion the connector ring quadfilar coil appeared to be broken approximately from the end of the connector boot. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type with residual material on two of the broken coil strands. Pitting was observed on the coil surface. Scanning electron microscopy was performed and identified the area on three of the broken coil strands as having the appearance of being melted, with re-solidified material (evidence of being melted at one time) and residual material. The area on the remaining broken coil strand was identified as being mechanically damaged with pitting which prevented identification of the coil fracture type and residual material. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include material fracture, rough or pitted surface, thinned material thickness, electro-etching, or material dissolution. With the exception of the observed thermal damage/melting of metal, the condition of the remaining portions of the returned lead is consistent with that which typically exists following an explant procedure. No other obvious anomalies were noted. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
X-rays were received and reviewed. A/p and lateral chest x-ray images were received for the patient due to reported high impedance. The generator appeared to be positioned normally in the patient¿s left chest. Due to the orientation of the generator in the patient¿s chest, proper lead pin insertion could not be assessed. The pulse generator feedthrough wires appeared to be intact. The lead was observed in the neck and chest. A strain relief bend and a strain relief loop appeared to be present as specified per labeling. Two tie-downs were observed to secure the lead at the strain relief. A portion of the lead appeared to be routed behind the generator and therefore could not be assessed. No gross fractures or lead discontinuities were observed in the provided images. The lead wires appeared to be intact at the connector pin. Based on the images provided, the root cause of the high impedance could not be determined. Neither incomplete lead pin insertion nor a micro-fracture along the lead body can be ruled out as potential causes of the high impedance. No additional or relevant information has been received to date.

Event description:
It was reported that the physician ordered a chest x-ray in summer 2019 and the report came back as "lead fracture". The patient is also experiencing increasing seizure burden. Surgery is likely but has not occurred to date.